Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted neurostimulator (ins). The reason for the call was the patient said that "whenever I move my spine it will shoot from 0 to 8 and it happens when I drive too". They said this started yesterday. The patient said they had no falls or trauma. The patient said they don't think they have moved groups or programs and doesn't make any changes by themself. The patient mentioned they haven't seen anyone in 3 years so the agent emailed healthcare provider listings to the patient to follow up with. The issue was not resolved.